Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was not functioning properly. Additionally, it was reported that the pump time was incorrect. Customer's blood glucose (bg) level was 60 mg/dl which was due to over correcting. Customer drank juice to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.